Event description:
One patient sample with discrepant troponin t results. The initial result was 0.136 ng/ml. The same sample was repeated twice and gave results of <0.01 ng/ml each time. If additional information is received, appropriate notification will be provided.